Manufacturer narrative:
A partial lead was returned for analysis in three pieces measuring 7.5cm from the connector portion, 7.7cm of the middle portion, and 42.8cm from the distal portion. Internal insulation abrasion was noted from 20.4cm to 21.1cm from the distal tip consistent with external forces, causing internal short.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-08424; related manufacturer reference number: 2017865-2019-08426. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial and right ventricular lead both exhibited noise. The right ventricular lead also exhibited low impedance. The patient presented on (B)(6) 2019 for lead revision procedure. During the procedure, electrocautery was used, and the pulse generator exhibited loss of pacing and diagnostic anomaly, false elective replacement indicator and false end of service. The system was explanted and replaced. It was noted that the insulation of the leads was worn. The patient tolerated the procedure well.